Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Filed engineer will order the vacuum line assembly and perform the vacuum test on this system. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a brevera procedure was performed, the doctor had to do a lavage due to the samples not moving to the filter when the first five samples were acquired. The patient suffered a 2.5cm hematoma due to aspirating in order to push samples. The procedure was completed successfully and does not need to be rescheduled. No additional information is available.